Manufacturer narrative:
Event site state and postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced top level display assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while preparing for clinical use the cardiosave intra-aortic balloon pump (iabp) display was intermittent. There was no patient involvement reported.